Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated there were 2 cables, one going into video in and one going into hd in. While troubleshooting, the olympus representative stated the issue was resolved. No additional information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, while hooking-up the high-definition liquid crystal display monitor, there was no input/no image. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image could not be determined at this time. The issue was resolved and device malfunction could not be confirmed. Olympus will continue to monitor field performance for this device.